Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred resulting in the customer going to the emergency room (ER) with a blood glucose (bg) level of 717 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.